Event description:
Customer reported that the attachment could not be attached. During service, the technician found out the safety interlock was faulty and the device was too loud and two slow. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device came in for service and was repaired by technician. No further information is available.